Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge went from 5% to 73% while periodically being plugged into a power source. Subsequently, it was reported that the pump unexpectedly reset and is missing data. In addition the pump history was noted to be inaccurate. Customer's blood glucose level was 210 mg/dl. Customer delivered a shot to address blood glucose levels.

Manufacturer narrative:
Battery issue- no failure identified.